Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned during normal device replacement procedure. When the lead was pulled from the device, the terminal pin part broke and the coil was unraveled. This lead was cut off, surgically abandoned and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.